Manufacturer narrative:
Summary of eval: the device can not be evaluated for the reported loosening as it has not been returned to co. The catalog number and lot code have not been supplied so that a review of the device history record for this device is not possible. Attempts to obtain the device, catalog number and lot code info have been unsuccessful.